Event description:
The pt was brought into the emergency room in cardiopulmonary arrest and metabolic acidosis. The pt's blood glucose was tested on the suspect device and it was 194 mg/dl. The lab blood glucose was <10 mg/d. The pt was given IV glucose and epinephrine. Blood glucose was tested again on suspect device and it was 258 mg/dl and lab blood glucose was 14 mg/dl. The pt was transferred to a hosp. At the hosp the suspect device read blood glucose of 260 mg/dl and the lab blood glucose of 36 mg/dl.